Event description:
Additional information received indicates that the patient's ipg became inoperable and did not communicate with external device. Surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
It was reported that the patient received the elective replacement indicator message. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned with a kink in the lead body where all the internal wires were broken and separated. There was also a cam impression consistent with a swift-lock anchor 1cm proximal to the fracture. As there was no breach of the outer tubing, and high impedance was observed prior to the revision, the cause of the broken wires is consistent with an overstress condition or a sudden event the lead was subjected to while in vivo.